Manufacturer narrative:
According to the facility, on (B)(6) 2026, the ioban caused skin tears. Per the facility, "surgery was completed, I reinforced the fragility of the patient's skin and to please use caution when taking down the drapes. After drapes were removed prior to transfer from or table to the patient's bed 2 long skin wounds were observed. Dr. (B)(6) notified. (B)(6) pa. Observed the injury and applied dressing per dr. (B)(6) order. Adaptic and mepilex applied. Skin injury documented on patient intraoperative record." After the incident, the skin tear was dressed appropriately and md made aware. No additional information at this time. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the facility, on (B)(6) 2026, the ioban caused skin tears.